Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) administered a shock while the patient went to the bathroom. The electrogram displayed noise on all channels which appeared like diaphragmatic oversensing. This caused pacing inhibition.